Manufacturer narrative:
Date sent to the FDA: 12/16/2020.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and two mesh was implanted. It was reported that the patient experienced vaginal discharge, blood in her urine, urgency with leakage, and nocturnal enuresis in 2017. It was reported that the patient underwent a diagnostic cystourethroscopy on (B)(6) 2017. It was reported that the patient experienced mesh erosion, urinary urgency, urgency incontinence, and dyspareunia. It was reported that the patient underwent revision surgery of the mesh on (B)(6) 2018. No additional information was provided.